Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-04579, 0001822565-2018-04581.

Event description:
It was reported that the device fractured post surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination concludes that the returned device exhibits signs of repeated use (nicked or gouged). The dovetail feature is compressed & fractured on the lateral side of post. Not all pieces returned. DHR was reviewed and no discrepancies were found. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.